Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footrest pedal energy to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and found to be defective. The unit was installed onto the test system and on startup the unit showed that the camera pedal squeaked frequently on pressed. The right blue pedal was pressed at different speeds and strength. Touch was registered, but it was noted that the right blue pedal in comparison to the left registered and clicked lower and felt less sensitive. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon side console (ssc) foot pedal was not responding. The customer stated the right blue pedal on the foot tray was not clicking or responding to energy activation. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer changed over to the second console to continue the procedure with no further issues. The procedure was completed with no reported injury.